Event description:
Diagnosis or reason for use: reversal of colostomy, appendectomy. Upon use of the ethicon endo-surgery curved intraluminal stapler (ils), loose staples were noted on and around the device. The stapler had not yet been utilized.